Event description:
This 39 year old male underwent right tmj implantation in 1985 at another facility. Approximately 3 years later he developed right jaw pain which has continued upto the date of explantation. The explanted tmj implant is a proplast implant, presumably manufactured by vi tec. Gross exam: fragmented tmj fossa implant with osteophytic changes noted in the fossa.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.